Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements and loss of capture were noted on this right ventricular (rv) lead. The pacing impedance measurement and sensing were appropriate. No noise was visible in recorded episodes. The device was reprogrammed to left ventricular therapy only until a revision procedure could be performed. Subsequent information was received that the physician decided not to perform a revision. No adverse patient effects were reported.